Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to the start of a da vinci-assisted inguinal hernia surgical procedure, the 0-degree endoscope plus moved left or right when commanded in or out. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope plus was analyzed, and failure analysis investigations confirmed the customer reported complaint but could not replicate it. The reported issue was confirmed by the presence of error 48402 in the system log. Visual inspection of the endoscope revealed cosmetic damage. The cable integrated connector housing exhibited discoloration, which was confirmed during inspection. Damage was also observed in the button pack assembly, with a hairline crack identified on the lamp button. A minor cut was noted on the cable insulation at zone a near the integrated connector. The endoscope camera instrument adapter showed mechanical damage to the idler gear bearing. The endoscope was tested on an in-house system for cable testing and failed due to a defect. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the customer-reported complaint could not be determined based on the information provided and failure analysis results.

Event description:
Refer to h11 for follow-up information.